Manufacturer narrative:
After further review of additional information received sections and have been updated accordingly. It was reported that one particular battery repeatedly looses connection. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of bat318619 revealed that the returned device passed visual examination and functional testing. No failure detected; the battery met specifications. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. The IFU also instructs patients to inspect batteries once a week for physical damage, including the battery cable and connectors. Exterior surfaces of the batteries should be cleaned using a clean cloth. A damp cloth may be used but a wet cloth should not. Batteries that appear damaged are not to be used. Damaged batteries must be replaced. It further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all times. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was very concerned about a battery that has repeatedly lost connection. An attempt was made to recreate the connection issue in the clinic but it was unable to be duplicated. The battery was replaced. No additional information is available.